Manufacturer narrative:
We checked the returned unit and confirmed that the lcb distal cover glass missing. Based on the result, we concluded that it was caused due to the physical damage applied on the lcb distal cover glass. In addition, we confirmed that the control body fluid damage, the u/d & r/l pulley wire fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the light guide fiber bundle (lcb) broken, the lg cable connector broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the angle wire corroded, the operation channel leaky, the lg cable connector housing leaky, the root brace rubber cut, the lg root brace rubber cut, the distal body worn out, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Lcb distal cover glass missing.